Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that on literature review ¿hip arthroscopy with initial access to the peripheral compartment provides significant improvement in fai patients.¿; after surgery 8 patients had extensive chondral damage requiring conversion to total hip arthroplasty. Paper indicates that smith&nephew burr 5.5mm abrader was used, however, no malfunction was reported during use."

Manufacturer narrative:
Doi:10.1007/s00167-020-06380-z dantas, p., gonçalves, s., mascarenhas, v., camporese, a., & marin-peña, o. (2021). Hip arthroscopy with initial access to the peripheral compartment provides significant improvement in fai patients. Knee surgery, sports traumatology, arthroscopy, 29(5), 1453-1460.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.